Event description:
Per the clinic, the patient developed an infection around the implant site in (B)(6) of 2014 (exact date not reported). Subsequently, the patient was prescribed oral antibiotics. The patient underwent a surgical procedure on (B)(6), 2015 to remove the abutment and excise infected tissue. The implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.